Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the tissue damage or device migration can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) procedure, a crossover of the cylinders into the opposite corporal body occurred due to a dilation error. The issue was resolved intraoperatively by reinserting the cylinders. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported perforation was determined to be the result of an inadvertent physician interaction during dilation in the procedure; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) procedure, a crossover of the cylinders into the opposite corporal body occurred due to a dilation error. The issue was resolved intraoperatively by reinserting the cylinders. There were no further patient complications reported.